Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a farawave pulsed field ablation catheter the patient experienced a loss of sinus rhythm and electrical conduction in the heart after a posterior wall ablation. Use of the catheter for a posterior wall ablation constitutes off-label use of the device. A junctional spontaneous rhythm recovered towards the end of the procedure, but at the time of ablation physiological electrical conduction was lost. The procedure was able to be completed despite the complications. The device is not expected to be returned for analysis.